Event description:
On (B)(6) 2014, the patient contacted animas alleging that over the past two to three months she had been experiencing low blood glucose (bg) intermittently at different times of the day, down to 35mg/dl with sweating and shakiness. The patient stated that she has treated the low bgs with oral carbohydrates. The patient noted that the most recent occurrence was on (B)(6) 2014 after dinner. The patient noted that she had seen her healthcare provider (hcp) on (B)(6) 2014, but no settings adjustments were made at that time. The patient stated that she changes the site and cartridge every three days. A review of the pump history indicated priming was done every two to four days. The patient stated that she rotates sites on her abdomen from one side to the other. The patient denied any site issue. The patient denied any air in the system and denied any leaks. The patient stated that she was on several medications but could not name them at the time of the call; the patient denied any new medications in the past two months. A review of the alarm history found no associated alarms. All settings and histories were found to be correct during troubleshooting. Troubleshooting adequately determined that there was no pump malfunction, and the patient was advised to contact her hcp for evaluation of the alleged bg excursions. However, this complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.